Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Product and related fields updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. Unique device identification (UDI) is unavailable. A manufacturer representative went to the site to test the equipment. The system performed as intended. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure, the surgeon stated he ¿felt a little off¿. The procedure was completed without the use of navigation with no delay to the procedure. There was no reported impact on patient outcome.